Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together: this is a non-serious case report of intra-orbital edema which began on (B)(6) 2009, after receiving poly-l-lactic acid (sculptra) therapy. She received a deep injection of poly-l-lactic acid in the zygomatic arch on (B)(6) 2009. The intra-orbital edema was 2 cm without redness or increase in temperature, and described as swelling of the zygomatic area above where she received the injection. Corrective treatment included prednisone (meticorten), and ebastine (ebastel). It was mentioned that when the pt interrupted ebastine treatment the event recurred.